Event description:
It was reported that during a coronary stent procedure, while advancing the catheter rather forcefully, the shaft of the catheter broke and was removed without incident. The stent came off the delivery device after removal outside of the patient. No patient injuries or complications occurred.